Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation and was unable to duplicate the reported issue. Physio downloaded the patient record from the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event after delivering the third shock to the patient the device appeared to lock up. Medical personnel powered the device off and then back on and was able to continue to use the device. The customer reported there was no adverse effect to the patient. The patient survived the event.

Manufacturer narrative:
Section d2 of the initial medwatch report indicates: common device name ¿ 18-10769. Section d2 of the initial medwatch report should indicate: common device name ¿ automated external defibrillators (non-wearable).

Event description:
The customer contacted physio-control to report that during a cardiac arrest event after delivering the third shock to the patient the device appeared to lock up. Medical personnel powered the device off and then back on and was able to continue to use the device. The customer reported there was no adverse effect to the patient. The patient survived the event.

Manufacturer narrative:
Physio-control further evaluated the customer device and was unable to duplicate the reported issue. The downloaded electronic records were reviewed and confirmed the reported issue. The records indicates that the device locked up for 30 seconds when the third defibrillator shock was performed. The cause of the reported issue could not be determined. The customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event after delivering the third shock to the patient the device appeared to lock up. Medical personnel powered the device off and then back on and was able to continue to use the device. The customer reported there was no adverse effect to the patient. The patient survived the event.